Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly, the patient also had sepsis. The patient was put on intravenous antibiotics. Additional information indicated that the patient also had vegetative growth on his valve leaflets. There were no additional adverse patient effects reported. The pacemaker was explanted.